Event description:
It was reported the physician attempted to electively replace the pace/sense portion of the patient's existing 6949 rv (right ventricular) lead, during normal device changeout, by using a 4024 lead, which had been previously implanted and capped at the time of system upgrade from ipg to ICD. Testing of the 4024 lead revealed an impedance of less than 300 ohms. As a result, the physician left the current 6949 lead in use and capped the 4024 lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.